Event description:
The thermogard ivtm system (B)(4) displayed "mid:09 (air trap assembly) error message. It is unknown when the problem occurred. Patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the thermogard ivtm system (B)(4) displayed "mid:09 (air trap assembly) error message was confirmed during archive data review and functional testing. The root cause of the mid:09 error was due to a defective air trap sensor block, likely attributed from the saline liquid found on the air trap sensor and sensor pc board caused by a leaking start-up kit (suk). The air trap sensor block was cleaned to remedy the fault. During visual inspection, there was no physical damage noted on the ivtm thermogard console. The thermogard console failed the initial functional test due to an air trap defect. The air trap sensor block was cleaned to address the error. Event log data review was performed and revealed a mid:09 (air trap assembly) error message on the complaint date; thus, confirming the reported complaint. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).